Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that medical intervention was sought due to diabetic ketoacidosis. Patient reported that due to his personal diabetes manager providing incorrect blood glucose (bg) levels, his bg levels rose to 300 mg/dl and he was vomiting. Paramedics were called and came to patient's aide. Despite good faith attempts to obtain additional details, no further medical event information was provided.